Event description:
It has been reported to philips that the allura system was frozen so it was not possible to use it. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and found that there is a malfunction where the system was frozen and was not possible to use. The customer has cancelled the quotation. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.